Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 20818253 / 20818253 / 20775215.

Event description:
It was reported that the patient underwent revision procedure wherein the leads were repositioned and replaced due to an unknown reason. The patient was doing well postoperatively, and the explanted leads were not returned as they were disposed per facility policy.

Event description:
It was reported that the patient underwent revision procedure wherein the leads were repositioned and replaced due to an unknown reason. The patient was doing well postoperatively, and the explanted leads were not returned as they were disposed per facility policy. Additional information was received that the reason for the revision was that the patient leads migrated causing the stimulation to be inadequate.